Manufacturer narrative:
Attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no serial number was provided by the customer. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Concomitant products: biosense webster inc. Product: lasso catheter , lot #: unknown , serial #: unknown . Biosense webster inc. Product: carto® 3 , u.s. Catalog#: unknown , serial number: unknown . Manufacturer reference #: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® sf uni-directional catheter and stockert and developed a cerebrovascular accident and esophageal fistula (requiring surgical intervention). Post-procedure, the patient was admitted into emergency room (ER) with symptoms from the ablation procedure. The patient had transient ischemic attacks (tias), chest pain and dysphagia every time he ate as well as rash on his chest. It was also reported that the patient suffered a cerebrovascular accident. Esophageal fistula was confirmed by CT scan. The patient was transferred to the operating room (or) to have surgery. A stent in the esophagus and a patch over the left atrium where the fistula occurred were required. The patient was then transferred to the intensive care unit (ICU) and was reported to be in critical condition. Extended hospitalization was required post-surgery to monitor patient¿s condition. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, burning the tissue of the posterior wall of the left atrium caused the injury. There were no error messages observed on any biosense webster inc., equipment during the procedure. The overall time for ablation at the site of the injury was between 5-10 seconds. The last ablation cycle time at the site of the injury is unknown. The generator was in power control mode at 40 watts with a temperature cut-off at 43 degrees celsius. An esophageal temperature probe in the esophagus was used to prevent esophageal injury. During the case, the thermocool® sf uni-directional catheter was intermittently in close proximity to the lasso catheter as well as the duodeca catheter throughout the case.